Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant using large flexnav delivery system. The valve was prepared and loaded as per recommended in instructions for use (IFU). During procedure, after two re-sheathing the valve was implanted at a final implant depth of 6-7mm. At the end of the procedure, the patient experienced symptoms of heart block and the patient left the operation room with a temporary pacemaker. At night time, 8-12hr after the procedure, a third-degree atrioventricular block (av iii) was noted in the patient. On (B)(6) 2024, a permanent pacemaker was implanted. The patient was reported stable.

Manufacturer narrative:
An event of heart block and device malposition was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient previously had atrial fibrillation, and that the valve was implanted 6-7mm from the non-coronary cusp (deeper than the recommended 3mm depth). No information was received regarding calcification in the valve. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that the event is related to the implant depth. However, this cannot be confirmed, as the heart block was noted approximately 8-12 hours after the procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.